Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the customer was vomiting prior to being admitted. The blood glucose reading at the time of call was 392 mg/dl. The mother stated that the time was off. Troubleshooting was performed. Reviewed the programming and found that there was no info for (B)(6), 2011 on the alarm history and daily totals, but the bolus history showed a bolus for this day, and other boluses that took place. The customer also stated that the batteries were not working for two weeks and the battery was changed five times. Ran a fixed prime and the insulin exited. The mother tried to run a high pressure test but she was not familiar with it. The mother stated that the customer has wasted seven infusion sets due to the insulin pump issue and infusion set's replacement was requested. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.